Event description:
Complainant alleged that while attempting to convert a patient's heart rhythm (age & gender unknonw) the device displayed a "defib falut 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.